Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hub deformed. The following information was provided by the initial reporter, translated from chinese to english: hub distortion causes leakage during blood draw.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard unit from lot number 4102960. Additionally, one photo was provided. Your report of a deformed adapter was confirmed, and the damage may have occurred during manufacturing. The sample exhibited evidence of use. A portion of the threads were deformed. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.